Event description:
When batch reprocessing in autoquant using the same result files multiple times, there may be duplications in autoquant files. The customer is concerned about possible mixed data. There was no injury.